Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of death.

Event description:
Dexcom was made aware on 07/27/2016 that the patient passed away on (B)(6) 2016. The patient's daughter-in-law reported that her father-in-law discovered the patient and called the emergency medical technicians (emts). The patient was pronounced dead at the scene. A cause of death was not provided. Patient's daughter-in-law stated that she did not believe the patient was wearing the dexcom device at the time of passing and that all the patient had on was her insulin pump. There was no alleged device malfunction. No additional event or patient information was provided. No product was returned for evaluation. A certificate of death was not provided. The reported event could not be confirmed. A root cause could not be determined.